Event description:
It was reported that the patient tried to remove the catheter, but it stretched and broke. The doctor could not feel the remaining portion, so did not attempt removal. It was stated that catheter was significantly stretched and about 3mm was missing when the catheter was compared to a new 5" catheter. The doctor was unsure if the patient was trained on catheter removal. In follow-up on (B)(6) 2009, it was stated that the distal portion of the catheter remains in the patent and is doing well.

Manufacturer narrative:
The information contained herein is based on the information by the initial reporter and product evaluation. Received one catheter for evaluation and investigation. Visual inspection of the catheter found it was broken off at its mid-body section and appeared to be overstretched missing the infusion segment of the catheter. Follow-up with the physician's office indicated that the distal portion of the catheter remains in the patient and is doing well. Based on this information received, the technique used in the removal of the catheter most likely contributed to the reported incident. The on-q catheter directions for use include catheter removal instructions to ensure safe removal (1306078, rev. C). In addition, I-flow has prepared a technical bulletin in order to prevent or decrease catheter breaks entitled: "tips for preventing in-situ catheter breakage with the on-q post-op pain relief system." (1303971, rev. B). A review of the lot history found no other complaints for catheter break. It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso 10993-1 tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time.